Manufacturer narrative:
Bci cts (customer technical support) directed customer to inspect hydro and surrounding area. The customer checked fluid connections on canisters and also on water line. The customer performed qc and observed for leaking. No ongoing leak was observed. The customer was to monitor and call back if necessary. The customer has not called back regarding this issue.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak coming from the unicel dxc 600 pro synchron clinical system. No injury was reported and no erroneous results were generated.